Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when they went to collect specimen, the handle of the device locked up and would not release to open the tip.